Event description:
It was reported by customer that the transray plus 40cc intra-aortic balloon (iab) were unable to detect pressure waveform. No harm reported.

Manufacturer narrative:
Due to character limitation of e1(event site address): gifu prefectural general medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4(expiry date), version/model number. After inserting the iab catheter, the optical sensor connector was attached to the cardiosave, but an alarm occurred and the blood pressure waveform did not appear. A second was tried, but the same alarm persisted with no waveform displayed. To rule out a device malfunction, the sensor connector was then connected to a different cardiosave, which immediately recognized the sensor and successfully initiated iabp. The product was returned with the membrane completely unfolded and blood found on the exterior of the iab traces inside of the inner lumen. One kink was observed on the catheter tubing 75.7cm from the iab tip. No visual damage was found along the device. A sensor output test was performed, and the sensor was found to be within specification. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The evaluation cannot confirm the reported failures. The sensor was found to be within specification and no alarm sounded during the pump test. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that the after inserting the iab catheter (trp4046), the optical sensor connector was connected to the cardiosave, but an alarm occurred and the blood pressure waveform was not displayed and were unable to detect pressure waveform. No harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6(type of investigation).